Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a return of symptoms. It was noted that the patient was at a medical center for three days and was not seen by a manufacturer's representative. A manufacturer's representative was called for the case, but never showed. The clinic wanted a manufacturer's representative to interrogate the patient's pump and check function. It was noted that the patient was seen in the emergency room (ER). The patient had recent dose increases of 10%, then 20% then another 20% within a week at the time of report. It was noted that the patient was having more and more pain. They were unsure if this was a granuloma forming, pump failure or the patient's chronic pancreatitis coming back. It was reported that both the pump and catheter were under recall. The patient's spouse came to the clinic and asked for help since the patient was still sick at the time of report. It was reported that a health care professional (hcp) went to the medical center to interrogate the patient's pump. The hcp did not feel the pump was under-dosing. The hcp asked the clinic to do an imaging study to check the patient's catheter. It was unknown at the time of report if the study was performed. The patient was in the hospital for 4 days under observational status including ivs and heart monitor. It was noted that they would not release the patient until they heard from the manufacturer.

Event description:
It was reported that the patient had experienced motor stalls since before (B)(6) 2013 and into the prior summer. The patient had reportedly been in the emergency room (ER) four or five times with exacerbations of pain and felt like the pump didn¿t work. When the patient¿s dose was increased by 40% over 48 hours, she still ended up in the ER with an exacerbation of pain. It was noted that she felt like she was going into ¿detox¿ for a few hours. During an ER visit around (B)(6) 2014, the reporter had tried to contact a representative of the pump manufacturer to check the pump, but never got a response. It was indicated that the patient ended up staying in the hospital for three days. It was noted that the reporter had personally gone to the hospital to check the pump and, at that time, the pump was fine. In addition, the reporter stated that there were no alarms that she was aware of. It was also noted that the reporter had made several attempts to contact the pump manufacturer¿s technical services on (B)(6) 2014, but received no answer. The reason that technical services were being contacted was not reported. At the time of report, the device system was being used to deliver hydromorphone. Four days later, it was reported that the patient had been admitted to the hospital on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).